Event description:
This notification was opened for review in response to the voluntary medwatch received in relation to an allegation device malfunction where the user experienced a smell and taste of electrical burning, and the machine was hot to the touch. The user also reports a sore throat since the event and expresses concern about possible inhalation of harmful substances. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.